Event description:
The patient was undergoing a surgical procedure when the covidien stapler misfired as the surgeon was stapling a renal artery. The surgeon reinforced the staple line with sutures. The lot numbers provided in the device section are from similar devices as we do not have the original packaging.